Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The device passed the self-test, unexpected restart error test, occlusion test and displacement test. However, the insulin pump was unable to prime during priming test due to faulty force sensor resistor. The device was unable to perform excessive no delivery test due to prime anomaly. The insulin pump had minor scratches on the lcd window and cracked case at the display window corners. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer's blood glucose level is 170 mg/dl. Customer replaced the battery and reservoir 4 times and continues to get the alarm. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer was advised that the reservoir and complete set change resolved the issue and there was no alarm message during manual prime. Customer advised they still did not feel comfortable with the device and wanted it replaced. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.